Manufacturer narrative:
No device return anticipated as the hospital is keeping the device. (B)(4).

Event description:
It was reported that a male patient, whose right hip was initially implanted on (B)(6) 2014, had revision surgery approximately 7 years 9 months post the initial procedure due to his md office scheduled the removal and replacement due to the recall. No device return expected as the hospital would not allow their return. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H7: recall # correction.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is reported to be due to product recall.